Manufacturer narrative:
The customer's reported complaint of an insufficient heat seal leading to a breach in sterility is unconfirmed. Conmed received two 131309a in original packaging, the reported catalog and lot numbers were verified. A visual inspection was unable to find any obvious seal breaches. Performed a functional inspection with dye leak testing per procedure which indicated that the packaging did not have an insufficient heat seal. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution were found to have met all specifications prior to shipment and found no abnormalities that would contribute to this issue. A two-year lot history review shows this is the only complaint for this lot number and failure mode. A two-year review of complaint history for this device family and failure mode, revealed there has been a total of 137 complaints, regarding 1,578 devices, for this device family and failure mode. During this same time frame 7,704,050 devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be 0.0002. The instructions for use (IFU) provides the user with information regarding proper care and use of this device. Per the IFU the user is also advised that these devices should never be used when: there is visible evidence of damage to the exterior of the device such as cracked or damaged plastic or connector damage; these devices fail the inspection described herein. The user is also advised to inspect and test each device before use. This issue will continue to be monitored through the complaint system to assure patient safety.

Manufacturer narrative:
At time of filing, although expected, the reported device has not been returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
During incoming inspection, the distributor rejected this device, ultraclean pencil, 1in blade electrode, pushbutton, with holster item# (B)(4), lot # 201811265, for a possible insufficient heatseal. There was no contact with the patient as this was found during incoming inspection in (B)(6). Due to the potential severity of a possible breach in sterility, this report is being raised as a malfunction with potential for injury upon reoccurrence.